Event description:
It was reported intermittently that the customer experienced fluctuating blood glucose (bg) levels ranging from below 54 mg/dl to above 500 mg/dl; cause was unknown. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.